Manufacturer narrative:
The pump gave a blank display due to a broken solder joint. The pump also had minor scratches on the display window.

Event description:
It was reported that the insulin pump had stopped working. The battery was changed but there was no display on the insulin pump and there had not been a display for several hours. The customer stated that they wanted to deliver a bolus and had noticed that the display of the device was blank and the device had turned off. The customer's blood glucose was 6.4 mmol/l. There were no signs of physical damage on the device. The device had not been dropped or bumped. The device was not exposed to moisture. The battery cap, the spring and the battery compartment were not damaged or corroded. Troubleshooting was performed. The customer was asked to clean the battery cap and the contacts and to insert a new battery, but the display did not return, still. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.